Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The lead was returned for analysis.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (lot #va1eb6v) found that the stim lead outer body insulation separated at a butt joint at the distal end. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep). It was reported that tip of lead broke during procedure. The lead was not implanted. A new lead was opened and issue was resolved at the time of the report. It was noted that patient experienced no issue. Patient status was noted as alive, no injury.